Event description:
It was reported that high impedances of 30,000 ohms was measured on electrode three of the lead located in the left subthalamic nucleus during implant. Impedances greater than 10,000 ohms were measured at 0.7v and impedances between 8000 and 31,000 ohms were measured at 3.0v. After several attempts of disconnecting and reconnecting the extension to the lead and the extension to the implantable neurostimulator (ins), the high impedances remained. Switching ins ports was tried and the high impedances remained. Instead of using a stimloc, titan plates were used to fix the lead at the burr hole. The lead remained implanted and contact three was not used for programming. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, implanted: (B)(6) 2015, product type: lead. (B)(4).